Manufacturer narrative:
Alleged failure: shaft insulation cracked, compromised, broke, or breached (failed insulscan). The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes are normal wear, improper sterilization methods, and user misuse. The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.